Event description:
Resident was being lifted out of tub and fell forward out of chair striking head on side of tub. Resident received laceration to side and top of head, also bruising to right hip. One person invovled.